Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. The customer's blood glucose was unknown. When customer tried to insert the reservoir he said it only goes in a quarter of the way. Customer stated that the piston was not going all the way down when he rewinds the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was customer to discontinue use of the insulin pump and revert to his back up plan. The product will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing. (B)(4).